Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see section h.10

Event description:
It was reported that the needle was unable to deliver medication (clogged) with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from french to english: a patient brought back 3 units, ref. 320562, lot 8205958. They are clogged and therefore, not usable. There should about 10 units involved.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was unable to deliver medication (clogged) with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from french to english: a patient brought back 3 units, ref. 320562, lot 8205958. They are clogged and therefore, not usable. There should about 10 units involved.